Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e230101 is being used to capture the reportable event of fever. Patient code e2304 is being used to capture the reportable event of chills. Patient code e1020 is being used to capture the reportable event of nausea. Patient code e1032 is being used to capture the reportable event of vomiting. Patient code e1062 is being used to capture the reportable event of abdominal pain. Patient code e060109 is being used to capture the reportable event of tachycardia. Patient code e2321 is being used to capture the reportable event of low blood pressure/hypotension. Patient code e238605 is being used to capture the reportable event of septic shock. Patient code e0311 is being used to capture the reportable event of high white blood cell count. Patient code e1311 is being used to capture the reportable event of unspecified kidney or urinary problem. Patient code e1901 is being used to capture the reportable event of bacterial infection. Patient code e2338 is being used to capture the reportable event of swelling/edema. Patient code e0731 is being used to capture the reportable event of pleural effusion. Patient code e1305 is being used to capture the reportable event of renal impairment. Patient code e3087 is being used to capture the reportable event of anemia. Patient code e030202 is being used to capture the reportable event of thrombocytopenia. Patient code e1104 is being used to capture the reportable event of liver damage/dysfunction. Patient code e2326 is being used to capture the reportable event of inflammation. Patient code e2342 is being used to capture the reportable event of multiple organ dysfunction syndrome. Patient code e2402 is being used to capture the reported elevated lactic acid. Block g2: literature source: markey, g. E., razdan, p., jaipalli, s., & rozzell, d. M. (2025). Acute prostatitis and septic shock following rectal spacer placement: a case report of a pre-brachytherapy complication. Cureus, 17(5), e85099. Doi: 10.7759/cureus.85099. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Boston scientific corporation became aware of an event involving a rectal spacer hydrogel device, a patient who received a hydrogel spacer experienced a potential deviation from expected performance manifesting as infection-related complications through the article "acute prostatitis and septic shock following rectal spacer placement: a case report of a pre-brachytherapy complication" by markey et al. (Cureus, 2025). Following rectal spacer placement in a 69-year-old male patient with prostate cancer (gleason grade 3+4), the patient developed acute bacterial prostatitis and septic shock within one day. The clinical presentation included fever, chills, nausea, vomiting, hypotension requiring vasopressor support, leukocytosis, elevated lactate, and acute kidney injury. Blood and urine cultures identified morganella morganii as the causative pathogen. Imaging studies revealed abdominal edema, mild ascites, trace bilateral pleural effusions, and a fluid collection suggestive of a possible abscess near the prostate, but no hematoma or hydronephrosis was observed. The adverse events were directly related to the device placement procedure, as the infection and subsequent septic shock occurred shortly after spacer insertion, implicating the device or the procedural process as the likely source of microbial introduction. The patient experienced significant clinical deterioration necessitating intensive care unit admission, vasopressor administration, and prolonged intravenous antibiotic therapy. Additionally, a foley catheter was inserted to manage acute kidney injury. Interventions included prompt initiation of broad-spectrum antibiotics (piperacillin-tazobactam), fluid resuscitation, vasopressor support, and later transition to oral antibiotics for a total of four weeks. The patient's condition improved with these measures, allowing discontinuation of vasopressors and transfer out of the intensive care setting. No device removal was reported, but the infection delayed the planned radiation therapy and necessitated close multidisciplinary management.